Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient experienced pain and that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was returned with the slide insert in the viewing window and the linkage assembly in the fully deployed state. The needle was seen exposed passed the bottom housing and in the exposed portion of the soft cannula. The soft cannula also appears to have been shortened and was bent, though it cannot be confirmed when or how this damage occurred. Upon removing the top housing, the formed needle was found to be disengaged from the slide retract, and damage was observed on the slide retract due to the incorrectly installed formed needle; the pain during insertion was caused by the incorrectly installed formed needle. Due to the bend in the soft cannula, fluid was no able to flow through the fluid path as intended. No alarms, timeouts, or drive stalls were observed in the download data. No other damages or deficiencies were found during the investigation.